Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 9 of 9 devices were returned for evaluation. Evaluation of eight devices found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customers. Evaluation of one device found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customer.

Event description:
This report summarizes 9 malfunction events where a midwest tradition pro handpiece would not hold burs. No injury resulted in any of the events.